Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm replaced new batteries kit and iabp kept on charging as per procedure. The fse then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that "the patient has chest pain started yesterday night and become severe upon arrival to hospital he develop acute pulmonary edema and intubated. He arrested with three episodes of ventricular tachycardia (vt), shocked, followed by pulseless electrical activity (pea), cardiopulmonary resuscitation (CPR) done for 23 minute. They shifted the patient to cath lab and also performed CPR there. Percutaneous coronary intervention (pci) done to mlad (100% thrombotic occlusion) and it was successful but pci to om2 (100% thrombotic occlusion) failed to ensure good flow. Iabp inserted in cath lab as the patient was in cardiogenic shock. He arrested again after arrived to ccu, CPR started for more than 15 minute as acls protocol. Return of spontaneous circulation (rosc) was not achieved. The cardiothoracic surgery team were contacted or emergency extracorporeal membrane oxygenation (ECMO) but was refused and his death was declared at 13:16." It was also reported that during use on the patient, the battery of the cs300 intra-aortic balloon pump (iabp) was damaged and out of its shape and that the end-user believes that the unit may have contributed to the patient 's death.

Event description:
It was reported that "the patient has chest pain started yesterday night and become severe upon arrival to hospital he develop acute pulmonary edema and intubated. He arrested with three episodes of ventricular tachycardia (vt), shocked, followed by pulseless electrical activity (pea), cardiopulmonary resuscitation (CPR) done for 23 minute. They shifted the patient to cath lab and also performed CPR there. Percutaneous coronary intervention (pci) done to mlad (100% thrombotic occlusion) and it was successful but pci to om2 (100% thrombotic occlusion) failed to ensure good flow. Iabp inserted in cath lab as the patient was in cardiogenic shock. He arrested again after arrived to ccu, CPR started for more than 15 minute as acls protocol. Return of spontaneous circulation (rosc) was not achieved. The cardiothoracic surgery team were contacted or emergency extracorporeal membrane oxygenation (ECMO) but was refused and his death was declared at 13:16." It was also reported that during use on the patient, the battery of the cs300 intra-aortic balloon pump (iabp) was damaged and out of its shape and that the end-user believes that the unit may have contributed to the patient 's death.